Event description:
Information was received based on review of a journal article titled, "the cementless agc 2000 knee prosthesis: 20-year results in a consecutive series¿ which monitored the survivorship of the biomet agc knee at twenty-year follow up, with particular interest in the survival of the patella component. The study followed one-hundred two (102) patients who received one-hundred fourteen (114) knees between 1984 & 1986. Eighty-three (83) patients with ninety-three (93) knees expired before the evaluation at twenty years post-operative; of the surviving patients, fourteen (14) patients with fifteen (15) knees presented for the evaluation at twenty years. The journal article reports revisions for tibial components due to aseptic loosening and septic loosening. The journal article concludes that agc total knee replacement has been shown to have excellent survival characteristics. On basis of this study, recommend continued use of agc but without metal backing of the patellar component in younger patients. Femoral components had a 100% survival rate, tibial components had a 97.2% survival rate. The fall in success rate was due to early tibial component failure and late patellar component failure.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by jamila eriksen, jan christensen, soren solgaard and henrik schroder. Acta orthop. Belg., 2009, 75, 225-233. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.this report is being submitted late as it has been identified in remediation.

Event description:
This complaint is reporting the 2 tibial components revised due to aseptic loosening 8 and 22 months post-operation event. There has been no further information provided and the patient outcome is unknown.